Event description:
The customer reported that the system failed to boot up. There was no reported injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 vdc power supply was adjusted. The system was tested and found to be working as intended and returned to service.